Event description:
In 2009, a dental laboratory reported to another coutry's MFR that a pitt easy implant abutment had fractured.

Manufacturer narrative:
The dental laboratory reported that the patient is doing fine. The product was returned to MFR for evaluation. Visual examination of the returned product revealed that the abutment seating bears traces of cold forging a consequence of loosening through overloading or incorrect screwing. The abutment hex met product specifications. This is the final report.